Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a full revision surgery on (B)(6) 2012. The leads were replaced due to a lead discontinuity and the generator was replaced for prophylactic reasons. The lead impedance after the full revision surgery was reported to be within normal limits. It was stated that the products will not be returned for product analysis.

Manufacturer narrative:
Initial report inadvertently did not list type of report, which should have had read 30 day report.

Event description:
It was reported by physician through company representative that a dcdc 7, high impedance was found during patient follow up visit. Patient was also reported to have an increase in seizures which were of unknown margin compared to pre-vns level.x-rays were taken and reviewed by physician, but were not conclusive. Connector pin was fully inserted in the connector block. Copy x-rays will not be provided to manufacturer for review. Emg was made and seemed to confirm a discontinuity in the lead. No patient trauma or manipulation occurred that could have contributed to the event. At the moment lead revision surgery is likely, but not scheduled yet.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating the surgery has been planned but not scheduled at the moment. The last known good diagnostics were from (B)(4) 2010.